Manufacturer narrative:
The device was explanted but not returned. The manufacturing and sterilization records were reviewed and no non-conformities were found. This report was initially filed on (B)(6) 2018 but the acknowledgement failed due to coding updates on (B)(6) 2018.

Event description:
It was reported to nevro that the patient developed an infection. The trial leads were removed and the patient was given antibiotics and admitted to the hospital. Nevro had attempted to obtain additional information regarding the nature of the infection but was unsuccessful. There have been no reports of further complications regarding this event. The patient was satisfied with the pain relief achieved during the trial and will proceed with the permanent implant.